Manufacturer narrative:
(B)(4). According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired due to "respiratory failure - family withdrew care". The vad coordinator reported that there were no device related issues. The patient suffered a cerebrovascular accident and therefore the patient's family chose to withdraw care. The lvad pump will not be returning. No further information is available.